Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The patient presented with nstemi, with recurrent angina. The 80% stenosed, concentric, 2.25mm in diameter, focal lesion being treated was located in the non-tortuous and mildly calcified mid left circumflex (lcx). The lesion was not predilated. The physician attempted to implant 2.25x20mm promus element stent. However, upon advancement, the stent became ¿hooked¿ at the proximal lcx and dislodged from the balloon. An additional non-bsc-guide wire was advanced to the lcx, beside the dislodged stent. A 1.5x15mm maverick balloon was advanced and inflated to 12atm for 10 seconds. The dislodged stent was advanced to the mid lcx and deployed. The stent was well apposed. A second 2.25x12mm promus element stent was deployed in the target lesion, overlapping the 2.25x20 promus. No patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.